Event description:
The customer reported via the sales rep that during the procedure, the 'wings' on a winged centralizer snapped off. It is further reported that the procedure was completed with no adverse consequences to the patient. It is further reported that the sales rep is returning the centralizer and the snapped wings for inspection.